Manufacturer narrative:
(B)(6). The subject rt330 optiflow junior tubing kit is currently en route to f&p healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported, via a fisher & paykel (f&p) healthcare field representative, that two mr290v vented autofeed humidification chambers provided with the rt330 optiflow junior tubing kits were found leaking water due to a crack in near the base of the chamber. The leak was identified after approximately 10 minutes of patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Correction: updates to section d and g4. Method: the subject mr290 vented autofeed humidificcation chambers were returned to f&p healthcare in new zealand, where there were visually inspected and analysed. Results: visual inspection of the two returned mr290 vented autofeed humidification chambers identified a horizontal crack near the base of the dome on the first device, and multiple cracks on the second device. In addition, damage was also found to the aluminum base of both returned devices. Further analysis of the devices indicated the damaged area of device 1 has cracking in multiple directions and device 2 showed effects of stress whitening. Conclusion: based on the findings of our investigation, the cracks are most likely due to mechanical stress. The stress source was unable to be identified. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A healthcare facility in germany reported, via a fisher & paykel (f&p) healthcare field representative, that two mr290v vented autofeed humidification chambers were found leaking water due to a crack near the base of the chamber. There were no patient consequences reported.